Manufacturer narrative:
Findings: a customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 12.0 mmol/l at the time of the call. The customer sent the product back for analysis. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 12.0 mmol/l at the time of the call. The customer sent the product back for analysis.